Manufacturer narrative:
According to the failure description the inverse cap base detached from the metaphyseal component on (B)(6) 2021. A revision operation was necessary. No explants were available for the optical analysis because they were discarded. The production reports and information material of the components were checked and no deviations were found. Regarding of this incident, the attending doctor stated as hypothesis of the root cause that the patient has a history of seizures. Since no further information are available (implant was discarded) it cannot be excluded that the inverse cap was detached due to the consequences of a seizure. By means of the data at hand, a technical cause for this error pattern cannot be determined.

Event description:
The following event was reported to implant cast gmbh: "the inverse cap base detached from the metaphyseal component. Patient reports no falls or trauma."